Event description:
It was reported, that the bubble detector was continuously alarming. There has been no report of patient involvement, or no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. There has been no report of patient involvement, or no observable clinical symptoms, or a change in symptoms identified in the patient.

Event description:
Additional information was received stating the event was reported on (B)(6) 2023, so its possible that was the event date but they are not certain. No patient harm, injury, or adverse effects were reported.

Manufacturer narrative:
Other text: additional information: b5 and h6 - health impact codes.

Manufacturer narrative:
Other, other text: d10: device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received for investigation. During the visual inspection, it was found that the metal latch from the air detector door has been removed and was received in a plastic bag with the device. Also in the plastic bag are 2 screws from the inside of the air detector. Tower enclosure has some minor nicks and scratches but otherwise in good condition. Air pressure was 5.95psi, which is out of tolerance. The pressure should be 5.6 psi +0.0/-0.2 psi. Air detector has been removed from tower and when remounted the screws were inserted incorrectly causing cross threading and replacement of left support plate. During the functional test, an f-30 gas/vent test filter was inserted into air detector and the device was powered on. An alarm sounded, and the customer complaint was confirmed. The root cause was found to be that the metal latch from the air detector door has been removed. The mount block assembly on the air detector was replaced. Also the cracked return tube on trauma tower and o-rings and fan guard were replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (B)(6) 2019 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.